Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: ddbb1d4, ICD, implanted (B)(6) 2014. (B)(4)

Event description:
It was reported that the right ventricular (rv) lead was exhibiting non-capture and undersensing due to a possible perforation. The patient was also experiencing possible diaphragmatic or phrenic nerve stimulation and palpitations with any rv pacing. The lead was programmed off until it could be explanted and replaced. No patient complications have been reported as a result of this event.